Event description:
A report was received that the patient was experiencing ipg and incisional pain. The physician assessed that the site seemed to be irritated and administered antibiotics.

Event description:
A report was received that the patient was experiencing ipg and incisional pain. The physician assessed that the site seemed to be irritated and administered antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Additional information was received that the patient had an infection. The patient's lead was coming through the skin and there was redness at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.